Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The medium-large clip applier instrument was analyzed and found to have multiple input shafts cracked. Input disk #6 and #7 was found cracked inside the housing. Other backend components adjacent to the cracked inputs do not show damage. Additional observations not reported by site: the instrument was found to have a derailed grip cable from its normal position at the distal idler pulley. Derailed cables are attributed to a loss of cable tension. A visual inspection of the backend found evidence of cracked input shaft that would have caused the loose cable. The complaint was confirmed by failure analysis.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the surgeon was having a hard time keeping the clip onto the clip applier and was not staying attached before firing. The procedure was completed with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: the instrument was inspected prior to use with nothing noted out of the ordinary. The instrument was being used while trying to clip the tissue. The issue occurred on the 1st attempt and tried 3 times however would not clip. They used a backup to complete the procedure without issue to the patient. No patient injury or harm. Clips used were medium-large clips. No photos or videos available for review.